Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is not working, and the patient no longer has stimulation. An sjm representative met with the patient on (B)(6) 2014 and confirmed her ipg was inoperable. Surgical intervention is planned for a later date to address the issue.